Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a hemicolectomy procedure, the surgeon reported that the staple line was incomplete. In the middle of line, the surgeon noted that few staples weren't applied, while the device cut as intended. So surgeon carried out this procedure with manual sutures where the staple line was interrupted. There were no adverse consequences for the patient. The reload was discarded, no reload will be returning.